Event description:
It was reported via repair work order that the head end controls did not function due faulty control board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.